Event description:
It was reported that this right atrial (ra) lead has dislodged two days post implant. Subsequently, the patient underwent a revision procedure to reposition the lead. However, during the procedure, helix mechanism issues were encountered. As a result, this ra lead was explanted and replaced with a new lead. Besides intervention, there were no other adverse patient effects reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned intact with setscrew marks in the correct location on the terminal pin. Testing was completed to assess lead electrical performance. Resulting measurements were within normal limits. A stylet insertion test failed; blockage was encountered near the terminal end, likely due to body fluid (x-ray showed no conductor issues). A helix mechanism test failed after 15 turns due to the helix housing being clogged with dried blood/body fluid. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead has dislodged two days post implant. Subsequently, the patient underwent a revision procedure to reposition the lead. However, during the procedure, helix mechanism issues were encountered. As a result, this ra lead was explanted and replaced with a new lead. Besides intervention, there were no other adverse patient effects reported.